Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was placed under general anesthesia (date not reported), in order to reposition the device. The implanted device remains.